Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating, and the pump declared intermittent power source alerts when plugged into a wall outlet. The customer's blood glucose (bg) level was reportedly 215 mg/dl at the highest. Reportedly, the alert cleared and the customer was able to successfully charge the pump after replacing the wall adapter. The customer would continue to use the pump for insulin therapy.